Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cassette leaked and priming could not be passed while calibrating during a cataract vitrectomy combination procedure. The procedure was completed after the product was replaced. There was no patient involvement. Additional information received which indicated there was not harm to the operation room (or) staff.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One cassette was returned and visually inspected. The sample was turbid in returned condition. Surgical residue and mold was observed around all the manifolds and on the cassette. It was not possible to test the sample due to the condition of the sample. Product reuse is suspected. The directions-for-use (dfu) states that this product was validated for single use only and should not be reprocessed or reused. The root cause of the customer's complaint could not be established. However, product reuse is suspected. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Product reuse is suspected. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).